Event description:
It was reported that the pt suffered seizure disorder after the device was implanted. The pt was being seen by a healthcare provider (hcp) to treat the seizure disorder. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).